Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's spouse reported via phone call high blood glucose levels, hospitalization and no delivery alarm on the insulin pump. Customer's blood glucose level was 312 mg/dl. Troubleshooting was performed. Customer went to the emergency room due to high blood glucose levels. Customer received the no delivery alarm and changed out there infusion set. Customer treated their high blood glucose via insulin drip at the hospital, manual injection and insulin pump. Customer's current blood glucose level was 180 mg/dl. Customer was advised to change out their entire infusion set, reservoir, insulin and treat their blood glucose via healthcare provider's instructions. The insulin pump will not be returned for analysis.